Event description:
Procedure: roux-en-y. According to the reporter: after firing, the device could not be smoothly removed. It caused a tear in the anastomosis portion. The staff converted to open surgery and manual suturing was done. Additional bleeding was over 500cc. Nothing fell into the patient cavity., there was tissue damaged. No patient info available. The donut tissue was found properly formed, therefore it seemed anastomosis was done properly.

Manufacturer narrative:
(B)(4)